Manufacturer narrative:
The lot number was inadvertently documented in the serial number field on the previous report. The lot number has been updated as j473111529. Additional information: during subsequent follow-up, the reported mentioned that a spare twist drill device was available for use and there were no fragments left in the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device was broken. The cutter was examined and photographed using 27x magnification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive lateral or side to side force which is misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: correction data: the date returned to manufacturer was documented as aug 24, 2016 on the previous report. It has been updated as sep 8, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device broke while the surgeon tried to make a suture hole. The surgeon mentioned that the patient's bone was not hard. There were no delays reported to the surgical procedure. The surgeon used a spare device to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the serial number was reported as (B)(4) in the initial report. The serial number has been updated to (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.